Manufacturer narrative:
510 k # : k160229. Device evaluation: 1 unit of lot c1609875 of echo-hd-22-ebus-p-c was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4)(emdr ref # 3001845648-2020-00191). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 04 march 2020. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally. A proximal kink below the sheath extender was also observed (this will be investigated under (B)(4) emdr ref # 3001845648-2020-00191). Clarification was requested as follows; "following the lab evaluation of the complaint device yesterday it was observed that the distal tip of the needle was broken (see photo below). Can you please check if the broken needle tip part was retrieved?" Reply was received as follows; " we have received reply from sales person regarding query " I have tried so many time to physician and our local dealer rep visited to this hospital but dr dabhi is not available and also not responded over the phone. Whenever I will get information will provide you." Reply was received to the above query as follows; ¿today I have discussed with dr pradeep dhabi and as per my discussion he said during procedure he is not observed any foreign body object in patients body and also not seen in accessory channel of scope. May be after finish the procedure by the packing time its misplaced by the ot staff.¿ clarification was also requested from engineering as follows; ¿during the lab we did not think that a second pr was required for the proximal kink as q.1 is answered as no but now that I am reviewing the additional questions the answer to q.23 does state that a kink was observed below the sheath extender before shipping the device back to cirl. My question to you is as follows; can these two failures be linked in any way because if not, then I will need to request a second pr for the proximal kink?¿ reply was received as follows; ¿I do not believe the proximal and distal kinks are related therefore should not be linked.¿ document review including IFU review prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl (d00059776 (qsi0975) rev. 031), d00052164 (prd 0402) rev. 013 and d00055352 (fqc0242 ver. 10)). A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1609875 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1609875. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6). Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet was not fully in place, and flexed position reported this could lead to puncturing difficulties which could result in the blunt needle and the distal needle breakage. The stylet retraction issue noted in this complaint and the attachment/detachment difficulty detailed in q.25 of the additional questions will be investigated in the related (B)(4). Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle was blunted and its difficult to remove stylet through it. Additional information received on 27-feb-2020 as follows:"20.was the stylet partially removed when advancing into the target site? Yes". Device was returned on the 04-mar-2020 and the needle was broken.

Manufacturer narrative:
510 k #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle was blunted and its difficult to remove stylet through it. Additional information received on 27-feb-2020 as follows:"20.was the stylet partially removed when advancing into the target site? Yes" device was returned on the 04-mar-2020 and the needle was broken.